Event description:
Report 3 of 5. It was reported that after a cystoscopy with the use of an olympus device, the patient developed an infection. A few days after the procedure the patient presented with dysuria and bleeding to urgent care and was treated with antibiotics. The patient has been discharged in stable condition.